Manufacturer narrative:
(B)(4). Returned product consisted of an epic self-expanding stent system. A visual examination identified a partially deployed stent approximately 1.8cm from the markerband. No damage was noticed on the outer sheath or the mid-shaft. There was a kink noticed on the inner liner shaft located at approximately 3cm from the tip. Approximately 4.6cm of the stent was still contained inside of the mid-shaft. The thumbwheel was turned to try and deploy the rest of the stent to test functionality of the device. The stent deployed as designed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on the product analysis completed on december 21, 2017. It was reported that during implantation of an epic¿10x60x120 stent, deployment failed. However, the returned product analysis revealed that the stent was partially deployed.